Manufacturer narrative:
This report is a response to report # (B)(4) which was received by amt from the FDA on 07/28/2025. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt reached out to the reporter in attempts to retrieve the device for examination. The reporter indicated that the device was not available for return. Since the device was not returned, a visual and functional evaluation could not be performed, and device failure could not be confirmed. A device history review found no defects and no similar complaints have been reported from the same manufactured batch. Based on the provided information the reported problem is not believed to have been caused by a manufacturing defect. Complaint # (B)(4) was assigned to this report. We will provide additional information to the FDA if additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Per the original reporter in medsun report #:(B)(4), it was reported that, "no harm to patient. J [jejunostomy] tube extension broken at med [medication] port".